Event description:
It was reported to boston scientific corporation that a xenform device was implanted into the patient during an anterior vaginal wall repair with biological sling procedure performed on (B)(6) 2015 to treat cystocele and urethrocele. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) medical center. (B)(6). Adverse event problem: imdrf patient code e2401 captures the reportable event of unknown injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.